Event description:
It was reported when the patient was working with electrical equipment, there was over sensing on both chambers as seen by the marker channels. The lead alert also tripped and there was over sensing and non sustained episodes. The system remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.